Event description:
It was reported by service report that there are electrical sparks coming from the end of the bed where the electrical cord plug goes into the bed. No patient involvement or adverse consequences are reported. No injury reported.